Event description:
It was reported by the customer that the device would power itself off and on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The battery pins were tightened and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was determined to be due to loose battery pins.